Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # (B)(4) (and subsequent ticket # (B)(4)). Hoya due diligence is documented under internal (B)(4). The report includes corrected information and additional information not available/included in the initial report. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Because no product was returned and no serial number was available for investigation, only a trend analysis could be performed based on the reported information. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation implant date / date of event was not provided. Serial number was not provided. The doctor found tip of the trailing haptic was separated just after implantation. The iol was not explanted. Patient impact: no health consequences or impact.

Event description:
Damaged haptic after implantation. Implant date / date of event was not provided. Serial number was not provided. The doctor found tip of the trailing haptic was separated just after implantation. The iol was not explanted. Patient impact: no health consequences or impact.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.